Event description:
Hcp reported the pt presented with signs of an infection. The pump was explanted in 2003 and returned to the manufacturer for analysis. The pump was replaced a week later. A follow up report will be sent when additional info is received.